Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an esophagectomy on an unknown date and suture was used. During the procedure, the surgeon was passing the suture and the needle broke off inside the patient. No x-rays were needed and the needle was successfully retrieved laparoscopically during the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary a failed suture needle was submitted for evaluation. A fracture was not observed on the needle. The evaluation revealed the needle was not fractured. The surfaces were examined in multiple locations in order to confirm no fracture occurred